Event description:
Note:this MFR report pertains to one of five devices used during the same procedure. MFR reports 3005099803-2008-03611,3005099803-2008-03610, 3005099803-2008-03609 and 3005099803-2008-03608 describe the other devices. It was reported to boston scientific corporation in 2008 that an rf 3000 radiofrequency generator was used for a radio frequency ablation procedure (patient age, gender and weight unknown) on the day before. According to the complainant, the patient received a pad burn during the procedure. The burn was approximately three inches (diameter), however, the degree of the burn is unknown. Multiple attempts have been made to ascertain additional information have been unsuccessful.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The cause for the reported event is undetermined. The device history recorded (DHR) of the reported serial number was reviewed; no anomalies were noted.